Event description:
A ventilator was returned to the manufacturer due to a ventilator service required alarm occurred. During the evaluation of the device at the manufacturer's service center, a "service required" error code was discovered in the ventilator's downloaded event log. The technician recommended replacing the device's oxygen blending module board to address the issue. No further investigation is required at this time.